Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy. It was reported that the patient was in need of a MRI and compatibility guidelines were requested. The patient told the MRI technician that "it doesn't work". No symptoms were reported. It was reviewed that the manufacturer's records indicated that the patient's device was explanted in 2013, and the patient's current device may be from a different manufacturer. The hcp reported they would get an x-ray of the implanted devices before moving forward with a MRI. Follow up will be conducted to try and determine which device was not working. No further complications were reported or anticipated.